Manufacturer narrative:
(B)(4).as the device was not returned and the product information was unknown, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The caller stated the home patient (hp) attempted to bypass but did not know how to operate the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.